Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in excellent physical condition. Occlusion tests were performed on the pump, and the customer's complaint was unable to be verified. Unable to determine the intermittent motor error. This investigation revealed no intrinsic evidence to suggest a cause of sauvé related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 3500 infusion pump has motor error. No patient injury resulted.